Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received deployed within the proximal end/hub of an microcatheter. The stent delivery wire (sdw) and introducer sheath were returned. The microcatheter was noted to be intact. It was cut in order to remove the subject stent. The proximal end of the subject stent was noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent and stretched at the distal end. The stent delivery wire (sdw) was noted to be broken/fractured. The introducer sheath distal tip was damaged. Unable to perform the functional inspection, as the subject stent was returned in a deployed state. The as reported (ar) 'stent delivery wire (sdw) deformed' was confirmed during device analysis. The as reported (ar) codes 'stent difficult/unable to transfer' and 'stent deployed prematurely during retraction/re-sheathing' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿during the delivery process, the physician encountered significant resistance when pushing the delivery wire. Upon inspection, it was discovered that the subject stent had become jammed within the hub of the microcatheter, preventing further advancement. The physician then withdrew the subject stent, which deployed within the hub of the microcatheter, and the tip of the delivery wire became deformed and stretched due to the traction.¿ additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained, and the patient's anatomy was described as ¿moderately tortuous¿. The subject stent was returned for analysis in a deployed condition, with part of the subject stent deployed inside the proximal lumen of the microcatheter and part of the subject stent within the hub. Once removed, the proximal (closed cell) end of the subject stent was noted to be deformed. The stent delivery wire (sdw) was noted to be kinked/bent, the distal end was noted to be stretched as well as broken/fractured. The introducer sheath distal tip was damaged. Based on the deformation noted to the subject stent, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved proximally prior to subject stent transfer out of the introducer sheath. It is likely that during transfer of the subject stent from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into the gap (created by proximal sheath movement). The user would experience increased resistance during further attempts to advance the subject stent in the microcatheter lumen. Furthermore, when attempting to retract the subject stent, the delivery wire slipped out of the subject stent, leaving the subject stent deployed inside the proximal section of the microcatheter. Although the as analyzed (aa) code 'stent delivery wire sdw broken/fractured during use' has been applied, it is difficult to understand how this level of force was generated if the subject stent encountered resistance during transfer. The level of damage to the stent delivery wire (sdw) does not align with the amount of damage noted to the subject stent, nor does it correspond with the event description. The damage noted to the introducer sheath does not correspond to typical transfer related damage. The deformation noted to the distal tip appears to align with the stretched section of the stent delivery wire (sdw) and is likely to have occurred post procedurally. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported, 'stent delivery wire (sdw) deformed', 'stent difficult/unable to transfer' and 'stent deployed prematurely during retraction/re-sheathing' and as analyzed, 'stent deployed prematurely during use', 'stent deformed', 'stent delivery wire (sdw) broken/fractured during use', 'stent delivery wire (sdw) kinked/bent, 'stent delivery wire (sdw) deformed and 'stent introducer sheath distal tip damage', as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject stent was deployed prematurely during use and the stent delivery wire (sdw) was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.